Event description:
The product in the syringe comes out at the plunger. The product flows and the syringe cannot be used. Incident occur - during use. The syringe's product is discharged at the plunger. The product flows and the syringe cannot be used. No intervention was necessary and there was no impact on the patient. The substance concerned is epirubicin.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The product in the syringe comes out at the plunger. The product flows and the syringe cannot be used. Incident occur - during use. The syringe's product is discharged at the plunger. The product flows and the syringe cannot be used. No intervention was necessary and there was no impact on the patient. The substance concerned is epirubicin.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: three samples were provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed within one of the products, no leakage or other issues was observed on the other two samples. Upon further evaluation of the sample with evidence of a leakage, no damage or defects were observed that could have contributed to the reported leak and the stopper was properly assembled. A device history review was performed for the reported lot 2311125, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples from the same lot were used for additional evaluation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned product underwent these evaluations and no issues were identified, no leakage past any of the stoppers was observed. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed and product was verified to meet required specification. Based on our investigation and given the device records did not reveal any quality issues, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.